Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 423mg/dl and the low blood glucose level was 31mg/dl. Customers blood glucose value at the time of incidence was 400mg/dl and current blood glucose value was 330 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose level and cookies and soda for low blood glucose. Customer did not allege pump was under delivering. Customer stated the drive support cap appears normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values and low blood glucose value. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir also declined to check for possible site or insulin issues. The device will not be returned for analysis.